Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue bad sensors evaluation observed multiple upstream occlusion during testing. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be the ultrasonic upper and lower readings out of specification and therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log but there is no conclusive evidence whether they are true or false alarms. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. No component could be identified for causality. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available